Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has an operational check failure after the device was dropped to the floor. There was no reported patient involvement.